Event description:
It was reported that during implantation of the lens in the patient¿s left eye, the lens slipped into the posterior segment and caused a tear in the capsular bag. The incision was enlarged to remove the lens. A three piece lens of different model was then placed in the sulcus during the same procedure. Reportedly, the patient tolerated the procedure without issues.